Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2013 stating that on (B)(6) 2013 the patient had high blood glucose levels varying in the 500's mg/dl range. The reporter confirmed that the patient was not displaying signs or symptoms of high blood glucose. The reporter stated that the patient was given boluses with the pump but the blood glucose levels were not responding. The reporter indicated that they felt the pump did not deliver the insulin to the patient appropriately. The reporter stated that the cartridges were filled to 100 units but there was 90 units remaining on the home screen; the reporter indicated that the patient was taking 9.85 units of insulin in basal and 12 units of insulin in boluses. The pump total daily dose history was reviewed and confirmed that the pump history indicated that the pump was delivering insulin. The reporter stated that the patient was disconnected from pump therapy and was placed on injections. This report is made based on the allegation that the patient experienced hyperglycemia associated with an alleged insulin remaining discrepancy.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: the total daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.